Event description:
It was reported communication with the ipg using the charger was difficult. X-rays were taken and indicated the ipg had flipped in the pocket. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.